Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display and started to beep. Customer states insert battery alarm did not display on the pump screen when battery was removed. Customer states the contacts on the battery cap are damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis

Manufacturer narrative:
Retainer ring = clear. Customer returned insulin pump for alleged damaged battery cap, frozen screen and absence of insert battery alarm found on aug 29, 2021. Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Test p-cap locked into reservoir tube properly, however, retainer ring damage is noted. Device successfully download to thus and carelink. No audio/vibrate/absence of alarm anomalies noted during testing. The electronic assemblies were inspected and moisture damage noted on electrical board 1, electrical board 2 and j6 connector. Device history download shows that the failed battery test did alarm at aug 29, 2021 at 14:09. The following were noted by visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer, cracked case (battery tube) and minor scratches on lcd window. In summary, customers alleged frozen screen and absence of alarm was not confirmed. Damaged battery cap could not be confirmed due to not knowing if the original battery cap was returned with the insulin pump. Moisture damage noted on electrical board 1, electrical board 2 and j6 connector. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Retainer ring = clear customer returned insulin pump for alleged damaged battery cap, frozen screen and absence of insert battery alarm found on (B)(6) 2021. Device passed displacement test and self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Test p-cap locked into reservoir tube properly, however, retainer ring damage is noted. Device successfully download to thus and carelink. No audio/vibrate/absence of alarm anomalies noted during testing. The electronic assemblies were inspected and moisture damage noted on electrical board 1, electrical board 2 and j6 connector. Device history download shows that the failed battery test did alarm at (B)(6) 2021 at 14:09. The following were noted by visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked retainer, cracked case (battery tube) and minor scratches on lcd window. In summary, customers alleged frozen screen and absence of alarm was not confirmed. Damaged battery cap could not be confirmed due to not knowing if the original battery cap was returned with the pump. Moisture damage noted on electrical board 1, electrical board 2 and j6 connector. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.